Event description:
The customer nurse (rn) reported a loss of alarm audio at their philips intellivue information center (piic). The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
Labeled for single use updated